Event description:
Customer reported device = 46 mg/dl. Customer drank orange juice and the ambulance transported them to the emergency room (ER). Hospital drew blood and customer remained overnight for observation prior to being released. No other treatment received. Controls were used but values were not provided. A request was made for return product and replacement product was sent.